Event description:
It was reported by the customer that their infusion set contained air bubbles. Assisted customer with new reservoir and instructed on how to fill reservoir correctly. Blood glucose level was 117 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.